Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead experienced "collateral damage" during the procedure to explant and replace the device. The lead was explanted and replaced. No patient complications have been reported as a result of this event.